Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21355245-2250: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap and metal cap is detached and not returned; the glass cap exhibit severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at (B)(4) joules and 36:22 minutes the tip of the fiber no longer delivering energy properly was noted. The fiber was exchanged and at (B)(4) joules and 12 minutes the same problem was noted. The fiber was exchanged and the third fiber was used to complete the procedure. The tips of both fibers were not cleaned during the procedure. No harm to the patient reported. This report is for the first fiber.